Event description:
It was reported that during cold biopsy procedures, there were issues while using the disposable biopsy forceps. The forceps tore the patient's mucosa, and a clip was required to close the tear and stop bleeding. The procedures were completed as planned. The patients were discharged and advised of the clip with instructions on identifying signs of bleeding. It was unknown how many patients were affected; follow up was attempted to obtain this information, but no information was available at this time.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to (B)(4) .

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information based on the approved final investigation. Updated fields: h6 and h11. Corrected fields: d9. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, based on findings from similar past investigations, the factors causing the reported event might be the following: ·force the distal end of the insertion portion against body cavity tissue excessively ·the tissue was difficult to resect. ·the shape and angle of the endoscope insertion section were tight. Olympus will continue to monitor field performance for this device.